Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported no delivery alarm during a manual prime. Customer's blood glucose was 487 mg/dl. The customer had treated her high blood glucose with a bolus delivery. Customer was assisted with clearing the alarm. Troubleshooting for the insulin pump found insulin was not able to exit. Troubleshooting with a new infusion set found insulin was able to exit the tubing, but very difficult. The customer was advised to try a new reservoir. No additional information provided.